Event description:
It was reported that the cassette was causing a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. A cassette was received for evaluation. Samples were received after use conditions, decontaminated and inside in a plastic bag. There was no damage, kinks or any discrepancies that could cause the failure mode reported. During functional testing, samples were attached were attached to a pump and no alarms were activated. The mohawk exposure in samples were measured with a ruler. Mohawk is a measured from the pressure plate latch profile to the end of the mohawk.based on the no disposable alarm investigation and root cause through an open corrective and preventative action, the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing, complaint is not confirmed. No action taken.